Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 06) occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issues and insulin delivery was resumed. Customer's blood glucose (bg) level ranged from 325 mg/dl to "high"; a manual injection was administered to address elevated bg.